Event description:
It was reported that this pacemaker exhibited chronically high, within range impedances of 1400-1600 ohms, and chronic high thresholds related to the right ventricular (rv) lead. It was indicated that the patient had been in an accident, and the device had moved (migrated). The physician is aware of the high rv thresholds. The patient is not pacemaker dependent with underlying sinus rhythm. It was noted that there were four high-rate ventricular episodes. Short episodes of t-wave oversensing was also observed. The battery has approximately 0.5 years longevity remaining. The physician intends to replace the related rv lead when this pacemaker is replaced. This device currently remains implanted and in service. The patient is asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited chronically high, within range impedances of 1400-1600 ohms, and chronic high thresholds related to the right ventricular (rv) lead. It was indicated that the patient had been in an accident, and the device had moved (migrated). The physician is aware of the high rv thresholds. The patient is not pacemaker dependent with underlying sinus rhythm. It was noted that there were four high-rate ventricular episodes. Short episodes of t-wave oversensing was also observed. The battery has approximately 0.5 years longevity remaining. The physician intends to replace the related rv lead when this pacemaker is replaced. This device currently remains implanted and in service. The patient is asymptomatic. No adverse patient effects were reported. Additional information: a request was submitted to the field in an effort to obtain additional details regarding the status of this event. The field representative indicated that they do not have access to any further information. Should additional details become available, a supplemental report will be provided.